Manufacturer narrative:
Patient demographics such as age, date of birth, sex, and weight were not supplied by the customer. After obtaining the indeterminate (ind) flagged troponin I (access accutni+3) patient results, the customer performed a system check and the results failed due to elevated substrate, unwashed and washed %cvs. A beckman coulter (bec) customer technical specialist (cts) assisted the customer with determining the substrate fitting at the bulk head was slightly loose. The customer tightened the substrate fitting at the bulk head. The customer did not report any additional issues after tightening the fitting. In conclusion, there is sufficient evidence to reasonably suggest a hardware malfunction of the slightly loose substrate fitting at the bulk head as the cause of the ind flagged access accutni+3 results.

Event description:
The customer reported obtaining indeterminate (ind) flagged troponin I (access accutni+3) results for two (2) patients in association with the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4). The customer stated the samples were retested using alternate access 2 immunoassay system serial number (B)(4) and numerical results were obtained. The customer stated there were no erroneous access accutni+3 results reported from the laboratory. The customer stated there was no change or impact to patient care or treatment in association with the event. The customer stated quality control (qc) recovery was within the laboratory's acceptable ranges prior to the event. The customer did not supply information on the collection or centrifugation of the patient's sample.